Manufacturer narrative:
The peritonitis event occurred on an unreported date in (B)(6) 2018 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with an unspecified drug (dose, route, frequency, and duration were not reported). On an unreported date, the patient was recovered. At the time of this report, dianeal therapy was ongoing. No additional information is available.